Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers 4.1 and 4.2 are not detected on bus. The field service engineer replaced circuit board and controller board to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 4.2 was unable to open. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.